Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03768. The patient reported he has not used his scs system for over 6 months due to no longer receiving effective stimulation (breakthrough pain) and now wants his system explanted. Additional information is unavailable at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.